Event description:
Customer reports experiencing positive results when testing the negative control material with three kits from the same lot. Customer is concerned about potential false positive results.

Manufacturer narrative:
Customer reports observing positive results when testing the negative control material. Retained units were tested as part of complaint investigation and defect could not be recreated. During investigation, field applications team identified cross-contamination as the likely cause of the defect. Field applications team communicated the findings and recommended best practices to reduce possible contamination of control material. Kits were replaced to the customer and no further communications have been received. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.